Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one ple60a device was returned with no apparent damage and without a cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the yellow firing actuator to be stuck, disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not return blade. During the laparoscopic subtotal gastrectomy, after 1st firing, the blade moved to the distal end, but could not return, the knife reverse button did not work. The surgeon removed the battery and rotated for 180 degree and reinserted the battery, the knife reverse button still did not work. Used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.